Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while using an angio-seal device, a kink had occurred in the carrier tube. The device was not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was an acute ischemic stroke (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. There was no heath damage to the patient. The blood loss was less than 250cc's. Hemostasis was successfully achieved by manual compression for 0.15 hours. There was no equipment or other devices used with the above product. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to add correction to section g1 and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been advancing the carrier tube at an angle or from the carrier tube hub. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).